Event description:
It was reported that when suctioning the patient, the catheter became dislodged when pulling the catheter out of the endo tube with the suction on. The suctioning had to be terminated and a new catheter placed.

Manufacturer narrative:
It was reported that when suctioning the patient, the catheter became dislodged when pulling the catheter out of the endo tube with the suction on. The device was retrieved by the respiratory therapist with her fingers. The suctioning had to be terminated and a new catheter placed. The procedure was completed and the patient was stabilized. The facility stated that they were unaware that additional details would be needed and they do not have any more information. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was discarded and is not available for evaluation due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Recall r-22-100 was initiated related to this issue.